Event description:
Per independent repair statement, the unit has low o2 or yellow light. The key failure is the heat exchanger is leaking. Additional malfunctions are the male flare elbow is leaking and the barbed connector is cracked.